Manufacturer narrative:
Result: siderail panel.

Event description:
It was reported by service report that the siderail panels were cracked with sharp edges exposed. No pt involvement or adverse consequences were reported.